Event description:
It was reported that high lead impedance was observed on the lead. Despite numerous position sites in the right ventricle good measurements could not be found. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomalies were found.